Event description:
It was reported that the pt called and stated his controller is showing a yellow wrench alarm with backup battery fault, call hospital on the screen. The pt was instructed to come to the unit for diagnostics. Upon inspection and download, which was sent to thoratec for analysis. It was deemed that the pt would require a controller change in order to ensure pt safety. New controller issued for replacement of backup controller. No adverse actions happened during change, and pt tolerated well.